Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during basal delivery. There was no reported impact to customer¿s blood glucose. The customer reverted to manual injections for insulin therapy. No additional information was provided.